Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(6) hospital. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy vaginal repair and cystoscopy procedure performed on (B)(6) 2018 for the treatment of stage ii prolapse. On (B)(6) 2018, the patient developed urethral pain at the end of micturition. On (B)(6) 2018, the patient reported having a urinary tract infection (uti) and dysuria and was prescribed antibiotics. Her uti recurred again on (B)(6) 2018. On (B)(6) 2018, the patient was checked by the physician after her recent extensive pelvic repair with sacral colpopexy and anterior and posterior vaginal repair. The physician was delighted to see that the patient had had an excellent anatomical result. However, the physician was worried about the patient's persistent urinary tract infection despite several antibiotics. The physician noted that it appeared to be the same escherichia coli bacteria on each occasion, so the physician has suggested that the patient use fosfomycin 3 grams as a stat dose, and then take macrodantin 50mg daily for one month. The physician will examine the patient and look for proof of cure. In addition, the doctor will check on the patient in 3 to 4 months to ensure that the repair was successful. On (B)(6) 2018, the physician reviewed the patient, and he was a little worried to see that she had had a recurrence of the anterior prolapse. The patient had a very extensive sacrocolpopexy and the vault posterior wall and upper anterior wall remained well supported. Below the anterior leaf of the mesh, there is a recurrent cystocele. This is not nearly as bad as she has had in the past, and she has remained asymptomatic. If it progresses, the physician would be prepared to try a pessary again before considering any further surgery, particularly as the patient is about to have a knee operation. The physician will review the patient in four months. In the meantime, the physician has asked the patient to continue with vagifem low. On (B)(6) 2019, the patient had vaginal odor and had mucous discharges. However, she did not report any urine or feces leakage per vagina, but the vaginal odor prevented the patient from having sexual intercourse due to embarrassment. On (B)(6) 2019, the patient had bacterial vaginosis and was prescribed clindamycin.